Event description:
It was reported the case is broken on top by hook. The device was returned for repair. It was analyzed and tested out of specification. No patient involvement or complications were reported.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, the ring cover was broken. However, it was also noted that the upper case was broken, the lower case was broken, two side bail covers were broken, the battery contacts were compressed and the ring was missing. (B)(4).